Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #(B)(4).

Event description:
Procedure performed: robotic cholecystectomy. Event description: complaint created based on medwatch report number (B)(4). "After insertion of retrieval bag. String bag got stuck in device apparatus." Product not available for return. Additional information was received via email on 19oct2022 from [name], (B)(6). "I reached out to the rn in the room to assist in answering some of the questions and was given another name to f/u with. I have now reached out to this person and am waiting on a response. I am now told that she does not work until (B)(6). I will get back with you by (B)(6) with whatever information she is able to help provide us with." Additional information was received via email on 24oct2022 from [name], (B)(6). The product is not available for return. The procedure was a robotic cholecystectomy. Unknown as to what other instruments were being used during the procedure. There was no patient injury and no harm to the patient. No effect on case completion. When asked what was meant by "string bag got stuck in device apparatus" the response was "went to pull the string from the bag, the string to the bag got stuck", "was still able to retrieve the specimen with the same bag device." When asked if the bag came out of the introducer tube and if it was difficult to push the actuator forward the "staff [was] unable to recall". When asked if the bag was able to be fully deployed out of the tube the response was "staff unable to recall". Patient status: no report of patient injury. Intervention: "no effect on case completion"

Manufacturer narrative:
This report is to follow up on voluntary medwatch submitted by customer. Medwatch report number is (B)(4). The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic cholecystectomy. Event description: complaint created based on medwatch report number (B)(4). "After insertion of retrieval bag. String bag got stuck in device apparatus." Product not available for return. Additional information was received via email on 19oct2022 from [name], clinical risk specialist, [institution] "I reached out to the rn in the room to assist in answering some of the questions and was given another name to f/u with. I have now reached out to this person and am waiting on a response. I am now told that she does not work until (B)(6). I will get back with you by (B)(6) with whatever information she is able to help provide us with." Additional information was received via email on 24oct2022 from [name], clinical risk specialist, [institution] the product is not available for return. The procedure was a robotic cholecystectomy. Unknown as to what other instruments were being used during the procedure. There was no patient injury and no harm to the patient. No effect on case completion. When asked what was meant by "string bag got stuck in device apparatus" the response was "went to pull the string from the bag, the string to the bag got stuck", "was still able to retrieve the specimen with the same bag device." When asked if the bag came out of the introducer tube and if it was difficult to push the actuator forward the "staff [was] unable to recall". When asked if the bag was able to be fully deployed out of the tube the response was "staff unable to recall". Patient status: no report of patient injury. Intervention: "no effect on case completion".